Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) this patient was unable to be induced in an arrhythmia. After pocket closure, a shock impedance measurement of greater than 400 ohms was observed. Imaging was obtained and technical services (ts) noted this electrode appeared to be an under inserted into the s-ICD, or there was a loose set screw. This patient underwent a revision procedure in which this electrode and s-ICD were removed and reinserted. It was confirmed that this electrode was fully inserted. Shock impedance measurements were within normal range. The physician attempted a defibrillation threshold (dft) test to try to induce this patient again, which was not successful. This electrode and s-ICD remain in service. No additional adverse patient effects were reported.